Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device is being retained by the hospital. Investigation is not yet complete. A follow-up will be submitted with all relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified left anterior descending coronary artery (lad) bifurcation and the diagonal branch. A non-abbott guide wire and a 2 x 12 mm nc trek balloon dilatation catheter (bdc) were advanced to the lesion in the lad without issue. An attempt to use a new 2.5 x 12 mm nc trek bdc on a new non-abbott guide wire was made to reach the diagonal branch, but resistance was noted during insertion into a non-abbott guiding catheter. The proximal shaft of the 2.5 x 12 mm nc trek separated outside of the guiding catheter, so the device was simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.